Event description:
Device issue: none. Adverse event: death. Onset of adverse event: post procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated mid left anterior descending artery with three xience v stents. On (B) (6) 2010, the pt was admitted to hospice at home with diagnosis of chronic obstructive pulmonary disease (copd). The pt expired on (B) (6) 2010. Death certificate reads that cause of death was due to exacerbation of copd. Though requested, there is no add'l info available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported death is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design or labeling. The 2.5 x 15 mm xience v (part 1009539-15, lot 7110141), and the 2.5 x 23 mm xience v (part 1009539-23, lot 7102981), indicated are being filed under this MFR#.